Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had foreign material coming out of the air/water supply nozzle. There were no reports of patient harm.

Manufacturer narrative:
Per additional information obtained, it was confirmed that reprocessing was properly performed prior to the device being returned. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use (IFU): IFU states that detection method in gif-h190n "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. . Olympus will continue to monitor field performance for this device.